Event description:
It was reported the patient lost a significant amount of weight and the ipg became superficial. The patient also reported having experienced intermittent communication with the ipg. Subsequently, surgical intervention took place to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.